Event description:
Attorney's report of patient's alleged pain, infection, abscess, fistula, ring break, mesh explant and death due to defective mesh patch. In 2007, the patient was presented to the ER and admitted to the hospital with an abdominal abscess. On two days later, the patient underwent exploratory surgery and debridement. On three and a half months later, the patient underwent surgery for explant of mesh patch and debridement of the abdominal wall. On three weeks later, the patient expired, reportedly due to the patient not able to recover from surgery and developed multisystem organ failure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.